Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula and high blood glucose level (1700 mg/dl). Moreover, he felt like vomiting and was dehydrated. Therefore, on (B)(6) 2019, he changed the infusion set. Subsequently, in the morning of (B)(6) 2019, he was hospitalized with blood glucose level of 1700 mg/dl and had ketone levels. During hospitalization, he received insulin and intravenous medication (drug name unknown) as corrective treatment. At the time of this report (04-oct-2019), the patient was still hospitalized. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.